Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state: warnings: on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness, or death of the patient. Precautions: do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Instructions for use: -visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Removal 1. Wash hands. 2. Gently insert a luer slip tip syringe into the catheter valve. A. Never use more force than is required to make the syringe ¿stick¿ in the valve. 3. Allow the pressure within the balloon to force the plunger back and fill the syringe. A. If you notice slow or no deflation, re-seat the syringe gently. 4. Use only gentle aspiration to encourage deflation, if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 5. If balloon does not deflate, contact trained professional for assistance, as directed by hospital protocol. 6. After balloon is fully deflated, remove catheter, and dispose of in accordance with hospital policy. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer inserted silicone foley catheter in usual fashion. Bulb was difficult to inflate. Customer asked other circulating nurse to don gloves and confirm that bulb was more difficult than usual to inflate. Co-circulator confirmed same. Deflating the 4-5 cc that had been inflated in the bulb was also difficult requiring a strong vacuum and patience. Once catheter was removed from patient bulb was tested and was again difficult to inflate. Catheter and sterile water syringe were isolated and a new set up was used to insert a foley catheter which was uneventful. Unexpected or prolonged care? Yes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer inserted silicone foley catheter in usual fashion. Bulb was difficult to inflate. Customer asked other circulating nurse to don gloves and confirm that bulb was more difficult than usual to inflate. Co-circulator confirmed same. Deflating the 4-5 cc that had been inflated in the bulb was also difficult requiring a strong vacuum and patience. Once catheter was removed from patient bulb was tested and was again difficult to inflate. Catheter and sterile water syringe were isolated and a new set up was used to insert a foley catheter which was uneventful. Unexpected or prolonged care? Yes.